Manufacturer narrative:
According to the practitioner the implant is lost (loss of osseointegration) after implant has been restored. Also, the practitioner reported that his patient is a smoker. The implant has been placed in 34 position on (B)(6) 2016 and removed on (B)(6) 2016.

Event description:
Implant is lost (loss of osseointegration) after implant has been restored.